Event description:
It was reported that during an implant attempt, the physician attempted to reposition the lead, aggressively retracting the screw. During the repositioning effort, the screw would not re-deploy. A new lead was successfully implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model.